Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bumpy and itchy, skin irritation under the electrodes from the lifevest equipment. The patient had a history of allergies to metals. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied an ointment to the skin irritation. The patient was in the hospital, however, there is no indication that the patient was hospitalized due to the skin irritation. Follow up indicated that the skin irritation improved.